Manufacturer narrative:
The events were observed over the last week or so from the report date. (B)(6). A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the "nursing port". The leaks were identified prior to patient use. The devices were filled with total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. The device for seven (7) events was not received and therefore an evaluation could not be performed. Visual inspection of the returned device did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was observed that there was a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.